Manufacturer narrative:
The customer complaint is confirmed. The wire shows 5 cm of pebax present; the pebax bumper is missing from the tip. The pebax is shaved at the middle of the tip along 1cm, exposing the core wire toward the distal tip. The shaved pebax suggest that the distal tip became caught against a sharp edge of another device during use. There were no anomalies observed that could have caused or contributed to the failure. The IFU states: "do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage the surface of guidewire". The device history record has been reviewed and found to meet all requirements.

Event description:
Note: this MFR report pertains to the second of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-02963 for a description of the other device. It was reported to boston scientific corporation that a nasobiliary catheter with jagwire was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, the cannula was inserted into endoscope. Then the guidewire was inserted along with the cannula without any resistance. After several attempts of inserting and removing, the tungsten coating tore and fell near the mammary papilla. The remaining tungsten was passed into the intestines and defecated. The procedure was completed with another of the same type of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."